Manufacturer narrative:
Model number/catalog number: sc-2138-70. Serial number: (B)(4). Batch/lot number : 133879. Model/catalog description: scs 70cm iii lead 8 contact lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patients leads had high impedance. The patient underwent a revision procedure wherein the leads were replaced per physicians preference.